Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: a2, b7. Additional b5 narrative: it was reported that the patient experienced fibrosis, adhesion and recurrent hernia following the implantation.

Manufacturer narrative:
Date sent to FDA: 8/4/2020. Additional h6 patient codes: 3191 - mesh migration, digestive problems, mobility issues. Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2015 due to mesh migration, abdominal pain, digestive problems, scar tissue, bloating and mobility issues.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. Other procedure is captured in separate file. No additional information was provided.